Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device was infected. The patient was hospitalized and received antibiotic treatment. The device remains in use. It was also reported there was high threshold on the right ventricular (rv) lead. The lead remains in use. No further patient complications have been reported as a result of this event.